Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had a ventilator inoperative condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system pca were replaced to address the issue.